Event description:
It was reported that a patient underwent iol operation using a CT lucia 621p on (B)(6) 2024. The hospital predicted a post-surgery result close to 0, but the actual result was around -1.5 myopia, necessitating a lens power exchange. The lens replacement was carried out on (B)(6) 2024.

Manufacturer narrative:
As the lens is not currently available for investigation, a proper device analysis could not be completed, or a wrong diopter confirmed. Factors that may or could have contributed to the refractive issue are (but not limited to): incorrect positioning of the lens inside the eye (decentration or lens placed upside down). Selection of incorrect iol regarding refractive power. Iol properties. Patient pathology/ eye characteristics changes that can be caused by previous surgeries. Surgical technique. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.